Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that she experienced hyperglycemia of 33 mmol/l. The customer reported that she treated the high blood glucose levels with manual injections. The customer reported that she had been having high blood glucose since two weeks. The customer reported that current blood glucose level was 9.3 mmol/l. The customer reported that she had difficult breathing. The customer reported that she believed that the insulin pump is under delivering insulin. The customer reported that the reason she thinks that the insulin pump is under delivering because she normally gives herself 5.0 units for breakfast but now she needs 9.0 units. Troubleshooting was performed. The customer reported that drive support cap was normal. The customer reported that the insulin pump passed the displacement test. Troubleshooting was not completed on the insulin pump at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return. The customer was advised that the insulin pump will be replaced. The product is not expected to return for analysis.

Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test or verify possible under delivery due to motor error alarm. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label, missing reservoir tube o-ring and broken reservoir tube lip.